Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure when the surgeon tried to use the device in the operation field, the handle and the adapter disengaged. While cartridge was still attached to the adapter. After that, the nurse reconnected the handle and the adapter and removed the cartridge. However the screen showed an instruction to remove the cartridge. Then the surgeon stopped using the device and used a manual handle to continue the surgery. The handle and the adapter was set up with another shell, and there was no problem in working. When the handle was removed from the reported shell. The caught of the top latch was abnormally stiffer than usual. There was no patient injury.